Event description:
It was reported, during surgery, the surgeon inserted the ohs/ocs lag screw, then the surgeon removed the barrel-guide. The thread of barrel-guide broke and was left in the patient.

Manufacturer narrative:
Additional information has been requested and will be supplied in a supplemental report.